Event description:
It was reported that deployment issues occurred. The procedure was indicated due to acute stroke. The target lesion was located in the noncalcified and moderately tortuous internal carotid artery. A 10.0-24 carotid wallstent stent was advanced to the target lesion with no resistance. During deployment, the last 3mm- 5mm of the outer sheath became stiff and did not move. As a result, the stent could not be deployed any further. The physician attempted to forcibly deploy the remaining portion of the stent and the unspecified guide catheter was moved proximally. The guide catheter was moved back to its original position, but the stent was dislodged in the common carotid artery. The stent was deployed in the common carotid artery by pulling the outer sheath with force. The delivery system was removed and was visually inspected and no anomalies were noted. The target lesion was treated with the implant of a 8mm x 21mm carotid wallstent stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).